Event description:
It was originally reported that the patient had both neurostimulator removed due to a rash over the top of each. The therapy was working well for the patient before it was removed. No infection was noted. An allergic reaction was suspected. The healthcare provider confirmed that the patient experienced an allergic reaction. The neurostimulators and leads were removed. The allergic reaction was still ongoing. See manufacturer # 3004209178200900997.